Event description:
The customer reported being hospitalized due to diabetic ketoacidosis and high blood glucose of over 1000 mg/dl. The customer was calling from the hospital since they are still hospitalized. The day prior to the hospitalization the insulin pump alarmed no delivery, so the customer changed the infusion set and was able to clear the alarm. At the time of the emergency room visit the customer was lightheaded, dehydrated, had dry mouth, heavy breathing, and could not talk. The customer was treated with insulin drip to bring the blood glucose down, then tried to put the insulin pump back on overnight, but started getting no delivery alarm. They were placed back on insulin drip and currently are on manual injections of lantus. The blood glucose at the time of the phone call was 214 mg/dl. Troubleshooting was not performed because the battery of the device was dead. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.